Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No issues with sample integrity were reported by the customer. Calibration passed on 25sep2018 with reagent lot 831440 and calibrator lot 724606. System check passed on 30oct2018. Quality control (qc) was passing within the laboratory¿s established ranges. No hardware errors or other assay issues were reported in conjunction with this event. The cause of this event could not be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible elevated troponin patient result on their unicel dxi 800 access immunoassay system (s/n: (B)(4)). The customers patient result was above the normal range of the assay. Quality control (qc) was passing within the laboratory¿s established ranges. No issues with sample integrity were reported by the customer. There was a change in patient treatment due to the elevated troponin results. The patient received acs (acute coronary syndrome) treatment. They were given anti-platelet and anticoagulation medications (aspirin, clopidogrel and fondaparinux). There was no report of additional injury to the patient in association with this incident.